Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 08/2024.

Event description:
It was reported that during a stent graft placement procedure, when the stent was begun to be released, it did not react during retraction and release. It was further reported that the stent was removed out of the body as a single unit. The procedure was completed by replacing with another stent. There was no reported patient injury.